Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a device evaluation. No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Added additional information the device was received the upper jaw damaged at the proximal side. One of the hinges was protruding. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator and the test media, so we could not test the device for the reported issue of: "hemostasis controllable". The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a procedure, the hinge of the jaw on the device came apart during use. Nothing fell off of the device, but it left the jaw misaligned and they could not remove through the trocar. The trocar had to be removed with the device. The procedure was completed using ligasure. Customer stated "because they were not able to use the articulating feature after switching to ligasure, it lead to excessive bleeding." Customer was not able to quantify blood loss.